Manufacturer narrative:
Reported event: an event regarding wear, crack/fracture, and instability involving a triathlon insert was reported. The events were confirmed via evaluation of the returned device and a review of the provided medical records by a clinical consultant. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device is worn in the area where the femoral condyles articulate. The posterior edge is significantly damaged and appears to have fractured. The locking mechanism is also damaged; this area of damage is consistent with the explantation attempt. The device is discolored yellow around the areas of wear/fracture. Material analysis: a material analysis was performed and concluded the following: "significant material removal occurred on both the lateral and medial sides of the insert due to wear from contact with an articulating femoral implanted metallic device. However, the wear was noticeably uneven. The surface on the side with more wear suffered a fracture when the cross section became too thin to support the applied stress. No material non-conformances with the uhmwpe insert were found, nor any manufacturing defects seen on any of the device¿s surfaces, all of which were investigated here." -clinician review: a review of the provided medical information by a clinical consultant indicated: "x-rays dated (B)(6) 2021 [...] The lateral view demonstrates worsening posterior instability with femur further posteriorly translated in refence to the tibia. On the ap view the medial joint space is completely closed down as opposed to the lateral side in which the joint space is maintained. Instability of a total knee as well as revision surgery is confirmed. The potential root cause of this instability is incorrect positioning of the tibial component in excessive slope. Further information would be required to confirm this potential root cause." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Visual inspection of the returned device indicated that the device is worn in the area where the femoral condyles articulate. The posterior edge is significantly damaged and appears to have fractured. The locking mechanism is also damaged; this area of damage is consistent with the explantation attempt. The device is discolored yellow around the areas of wear/fracture. A material analysis was performed and concluded the following: "significant material removal occurred on both the lateral and medial sides of the insert due to wear from contact with an articulating femoral implanted metallic device. However, the wear was noticeably uneven. The surface on the side with more wear suffered a fracture when the cross section became too thin to support the applied stress. No material non-conformances with the uhmwpe insert were found, nor any manufacturing defects seen on any of the device¿s surfaces, all of which were investigated here." A review of the provided medical information by a clinical consultant indicated: "x-rays dated 6/17/21 [...] The lateral view demonstrates worsening posterior instability with femur further posteriorly translated in refence to the tibia. On the ap view the medial joint space is completely closed down as opposed to the lateral side in which the joint space is maintained. Instability of a total knee as well as revision surgery is confirmed. The potential root cause of this instability is incorrect positioning of the tibial component in excessive slope. Further information would be required to confirm this potential root cause." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee revision due to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Knee revision due to instability.